Event description:
This case (B)(4) is a doublette of (B)(4) and will be closed as a doublette. Therefore it is no reportable.

Event description:
It was to aesculap (B)(4) that a crile forceps cvd 140mm (part # bh145r) was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the crile forceps broke which caused a catheter to slip and effected the surgery. The complaint device has been returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. Although requested, additional information has not been made available. The malfunction is filed under (B)(4). Associated medwatch-reports: 9610612-2021-00726 (400533511 bh145r). 9610612-2021-00728.(400533513 bh145r). 9610612-2021-00687 (400530950 bh145r).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.